Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during an unknown procedure, the surgeon was knocking in a tensile inserter for titanium elastic nails when a piece of blue plastic chipped off. The inserter was used to insert the titanium elastic nail (tens) in conjunction with a mallet. The titanium elastic nail was in the inserter when the plastic on the handle chipped. The nail remained inside the patient and the inserter itself functioned properly. There was no patient consequence. No surgical delay was reported. Concomitant device reported: unknown titanium elastic nail (tens) (part #: unknown, lot #: unknown, quantity: 1), unknown mallet (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) inserter for ti elastic nails. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received. Device history part: 359.219 lot: 9638595 manufacturing site: (B)(4) release to warehouse date: 20.jan.2016 the device history record shows this lot of (B)(4) was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, which would contribute to this complaint condition. Investigation summary investigation selection investigation site: pd zuchwil selected flow(s): 5. Broken summary: the handle is cracked as described in the complaint description. There are slight signs of misuse on the instrument. The surgical technique guide includes the precaution to avoid hitting the t-piece of the inserter directly, as this may result in damage to the inserter. The break is typical for brittle material at the critical cross section. The break occurred at the location of the back cut in the blue plastic handle. Even if the occurrence rate and severity of harm are addressed adequately in the current risk management documentation an internal design evaluation regarding the failure mode described in this complaint was performed on (B)(6) 2017. The design of the handle (geometry and material) was changed to address the failure mode described in this complaint. The finished good 359.219 batch 9638595 was produced before the mentioned design change. Both reported severity of harm and rate of occurrence is addressed adequately in the current risk management documentation and no further actions will be taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Visual inspection: the blue plastic handle is cracked as described in the complaint. The breakage is at the critical cross section of the plastic handle. The breakage occurred at the location of the back cut in the blue plastic handle. There are signs of misuse on the instrument. Pictures of the returned device show the crack of the handle; the fragment is missing. The plastic part has wear and potentially forceps traces. Deformation observed in the t-handle and potentially hammering traces. Document/specification review: the manufacturing date of finished good 359.219 batch 9638595 is jan 20th, 2016. The handle broke at the critical cross section at the location of shaft diameter change. Dimensional inspection: the design of the handle (geometry and material) was changed to address the failure mode described in this complaint. Material or hardness review: the design of the handle (geometry and material) was changed to address the failure mode described in this complaint. Reporters state: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.